Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively of a laparoscopic sleeve gastrectomy where the device was applied in the stomach, there was excessive bleeding in the staple line. Intervention such as draining and blood transfusion were done. The patient¿s hospitalization has been extended.